Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034-2016-02874 / 02877).

Event description:
Patient reported undergoing a right hip revision due to alleged dislocation 43 days post implantation. A review of invoice history indicates the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 29 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopedic surgeon.¿ this report is number 4 of 5 MDR's filed for the same patient (reference 0001825034-2016-02874 / 02877 and 03625).

Event description:
Patient reported undergoing a right hip revision due to alleged dislocation approximately 2 months post-implantation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately 2 months post-implantation due to recurrent dislocation, pain and swelling. During the procedure, a hematoma and necrotic tissue were noted. The head, taper adaptor and liner were removed and replaced. A competitor liner was used to complete the procedure.